Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Reporter alleged the lancet device needle which is used in finger-stick blood glucose testing does not retract and protrudes outside the device cap for the softclix plus (lancet cat # 04628319001). Reporter did not provide the location where this occurred. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.